Manufacturer narrative:
Patient identifier - requested, yet to be received. Age and date of birth - requested, yet to be received. Ethnicity - requested, yet to be received. Race - requested, yet to be received. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported valve leakage destination r2p device. During a percutaneous transluminal angioplasty (pta) of the right distal superficial femoral artery (sfa) it was noted that the r2p destination slender sheath had a leaky valve. The procedural access site was the left distal radial (snuff box technique). They attempted to center the wire/catheter/balloon throughout the case but the valve still leaked a fair amount. Blood loss was reported to be less than 250 cc. The patient was reported to be stable. The procedure outcome was reported to be successful.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide patient demographics and provide additional event information. Patient identifier: requested, but not provided. Age & date of birth: requested, but not provided. Ethnicity: requested, but not provided. Race: requested, but not provided.

Event description:
Additional information was received on 5/3/18. It was reported that leaking was noted throughout the case, while there was only a wire, with a navicross inside and with a balloon in place. When there was no device present, no leakage was observed. No power injections were done through the side port. Most of the leakage was noted while only the wire was present. The field clinical specialist requested that the physician center the wire within the valve to avoid pushing a leaflet and causing leakage but it would continue to leak, especially during wire and catheter manipulation.